Event description:
It was reported the patient experienced no stimulation. The lead dislodged ("error and out of order"). The device was explanted.

Manufacturer narrative:
The lead was returned for analysis. Device analysis revealed the outer insulation was torn under the #0 connector sleeve. The lead was severely stretched at the proximal end. The continuity was acceptable; the lead functioned electrically. The distal end was intact and undamaged.